Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that all components were returned including the body of the device, plunger, suture, link and cuffs. The complete suture was partially loaded in the device with the knot loose. Approximately 2.5 cm of the rail end with the posterior needle tip was loose. The anterior cuff was attached to the needle tip. The posterior cuff was loose with the cuff tabs intact. The posterior end of the foot was examined and there were no needle strike marks. The foot and lever operated normally. During testing, the anterior cuff was removed, the plunger was inserted and the needle trajectory, depth and mandrel travel were acceptable (the anterior tip was broken off during cuff removal). A suture break as reported had not occurred. A posterior needle to cuff miss occurred, as evidenced by the posterior cuff returned pulled out of the foot pocket with the tabs intact, indicating the cuff had been missed by the needle during deployment. The posterior needle tip was loose with not indication of attachment to the cuff. A needle to cuff miss would prevent harvesting of the suture and achieving hemostasis with the device as reported in this case. A cuff-miss can be influenced by many factors, including, but not limited to failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot, against the arterial wall. Reportedly, a femoral angiogram was not taken prior to the procedure. It should be noted that the proglide instructions for use states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortousity, and for disease of dissections of the arterial wall. In this case the reported information indicates this step was not followed. Based on the analysis, inspection criteria and reported information, the failure to achieve hemostasis with this device was confirmed by the detected needle to cuff miss and appears to be related to the operational influences during use and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A femoral angiogram was not taken prior to the procedure. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, after deploying the needles and removing the plunger, it was noticed that the suture had broken. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.